Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had pain in their buttocks and legs since day 1 after stage 2. When the patient turned the stimulation off, the pain in the buttocks and legs got better. After 15 minutes, the patient changed from program 1 to program 4, and the pain improved. It was indicated that the patient felt sensation in the vagina, perineum, and rectum at 1.2v on program 1 and 4. The patient continued to experience a significant improvement in their fecal incontinence symptoms. It was mentioned that the program change helped resolve the issue, and the surgeon planned to move the pocket from the left to right side, and it was scheduled for (B)(6) 2016. The patient felt like this would make things more comfortable. The issue was unresolved at the time of the report. Additional information was received from a consumer via a manufacturer¿s representative (rep) on 2018-jul-27 indicating that the patient¿s doctor moved the battery down a bit on (B)(6) 2016, which contradicts previously reported information. It was reported that the battery was moved due to the battery being near the patient¿s belt line before, and they wanted it a little lower. No further complications were reported.